Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vascular probe broke while being positioned within the patient's coronary artery. During a coronary artery bypass graft (CABG) procedure, while trying to remove the vascular probe, the head of the probe broke in the coronary. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: health effect - impact codes: replace f27 with f26. Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.